Event description:
It was reported the camera head malfunctioned during a therapeutic cholecystectomy procedure and the customer noticed there was no image in the screen. The procedure was completed using a similar device, there was a slight delay. There was no report of patient harm associated with the event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The device was not returned to olympus for evaluation and as a result, the failure could not be confirmed. Although the device was unable to be evaluated, the following may have contributed to the reported failure: faulty charge coupled device (ccd), damaged cable or damaged connector. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head malfunctioned during a therapeutic cholecystectomy procedure and the customer noticed there was no image in the screen. The procedure was completed using a similar device, there was a slight delay. There was no report of patient harm associated with the event.